Event description:
It was reported that the tube connecting the tap to the vvp broke in two. The infusion leaked onto the bed. Removed the rest of the tap, checked the permeability of the vvp, replaced the tap. When did the incident occur? During use short description the extension tube connected to the vvp broke in two.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.